Event description:
Initial report from sales rep indicated "no needle on tray." In follow up discussion with account, they reported a second occurrence in which the 20 ga introducer needle was missing from the hub. No pt involvement with either event.